Event description:
A customer reported that the footswitch stopped working during surgery. The customer indicated it was an issue related to the cable. Patient impact was unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).